Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an infusion set issue in which the adhesive stuck to itself and the site detached, and the user also reported disconnecting from the ilet and using backup therapy without taking long-acting insulin prior to the event; the user was guided through changing a 23-inch, 6 mm infusion set and resuming insulin delivery. Symptoms included elevated blood glucose, with reported values up to 254 mg/dl and 238 mg/dl, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of additional backup therapy for correction during the reported high readings. Investigation included troubleshooting and education provided by support to replace the infusion set and resume pump therapy, with attempts to obtain product lot information that were unsuccessful. Investigation of this case revealed an infusion site application failure resulting in site detachment, with contributing user technique factors and interruption of insulin delivery due to device disconnection without basal insulin coverage. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia due to multiple contributing factors including user handling of the infusion set and therapy interruption.